Manufacturer narrative:
Per tandem¿s t:slim x2g5 user guide: ¿the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple occlusion alarm occurred. No troubleshooting could be performed to determine a possible cause of the occlusion as the pump supplies in use during the occlusion alarms were no longer on the pump. Additionally, it was reported that the customer's cartridge leaked and the customer received an inaccurate fill estimate after loading the cartridge onto the pump. Reportedly, the cartridge had been filled with 300 units of insulin and later on the customer had added an additional 200 units of insulin into the cartridge. A new cartridge was loaded to address both issues. The customer experienced a blood glucose (bg) level of 500 mg/dl and trace amounts of ketones. Bg level was addressed by administering a manual injection.